Event description:
The customer reported that erroneously elevated and/or imprecise cardiac troponin (accutni) patient results, both within the risk stratification range and above the ami cut-off), were generated on an access 2 immunoassay system for multiple patients. Beckman coulter inc. Assessment of customer provided data indicated the involvement of nineteen erroneous and/or imprecise patient results which, upon repeat on the same instrument, generated lower results within all clinical categories, or generated results which collectively exceeded the marketed precision claims of the assay. The involved patient results were reported out of the laboratory and it is unknown as to whether there was a death, serious injury or change to patient management attributed to this event. The samples were plasma samples which were drawn in-house. The samples were centrifuged for ten minutes at 3,000-4,000 revolutions per minute (rpms) prior to testing and were refrigerated between tests. The initial samples were of acceptable volume and no sample integrity issues were noted. The reagent and calibrator lots associated with this event were 010030 and 919428 respectively. Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that all levels of accutni quality control were performing within one to two standard deviations of the laboratory's established ranges during the timeframe of the event. The supplied accutni calibration curve performed prior to the event demonstrated that all levels were found to be passing with acceptable percent coefficients of variation. A routine system check performed prior to the event was passing within instrument specifications. Maintenance was up-to-date and that there were no errors in the event log at the time of testing. Patient specific information was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer performed a preventative maintenance (pm) and three modifications while on-site. As the incubator was found to be missing a drive tooth and dispense probe number one was slightly bent, the fse proactively replaced the incubator belt and dispense probe. While priming the wash pump, microbubbles were found during the fill cycle and the fse replaced the wash valve rotor and stator in response to these microbubbles. Upon completion of the repairs a system check, high sensitivity system check, and a fifty repetition precision test were performed with acceptable results. Upon the completion of the necessary and verified repairs, the instrument was returned back into operation. A hardware malfunction is the likely cause of this event.